Manufacturer narrative:
Date of event: unknown. Bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for (B)(6) with the incident lot was not observed.

Event description:
It was reported that bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes contained foreign matter in the tube.